Event description:
Same case as MFR report #: 2134265-2011-03775. It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The target lesion was located in the rca (right coronary artery). A 3.5x20mm ion stent was placed successfully. The physician then advanced a 3.0x28mm ion stent to the mid rca but was unable to cross the lesion and the 3.0x28mm ion stent became stuck on the implanted 3.5x20mm ion stent. The physician was able to remove the 3.0x28mm ion stent; however, both stents were flared in the process. Another stent was placed in the intended location in the mid rca. A third stent (3.5x20mm ion) was placed proximally into the ostium, overlapping the flared stent struts on the first 3.5x20mm ion stent. The case was completed with no patient complications. The patient status is okay.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: received product consisted of a taxus element/ion monorail stent delivery system (sds) and stent. The balloon was tightly folded. The first two (2) rows on the proximal edge were stretched and flared away from the balloon. Multiple rows on the distal end of the stent are stretched distally, past the distal markerband to the tip. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).